Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that issues were reported with trying to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). Once the device was able to be interrogated, a da error message was observed. Boston scientific technical services (ts) was contacted and discussed this indicated a temporary memory reset in the device's firmware. Ts discussed proceeding with the device check. No further issues and no adverse events have been reported. The device remains in service.